Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed. The instrument was found to have a broken grip cable at the distal end. Additionally, the instrument was found to have a loose grip cable at the distal end. The instrument had a broken grip cable at the distal end. As a result, the grip cable became loose. The instrument was found to have a grip cable dislodged in the housing at the proximal end. The dislodged cable in the proximal end caused the grip cable to be loose at the distal. The instrument was found to have a frayed grip cable at the distal end. The instrument was found to have a frayed pitch cable at the distal end. The instrument was found to have an excessive amount of dried residue around the clamping pulley cable grooves. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. A returned material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device, but it had not been received as of the date of this report. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A review of the site's system logs for the reported procedure date was conducted by an isi regulatory post-market surveillance analyst. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the prograsp forceps instrument snapped inside the patient. The fallen fragment was retrieved during the same procedure. The procedure was completed. Intuitive surgical, inc. (Isi) attempted follow-up to obtain additional information. However, no further details had been received as of the date of this report.